Manufacturer narrative:
No report of patient involvement. The biomedical engineer performed a checkout of the equipment and found that the apl valve diaphragm poppet stuck to the manifold. Once the poppet was freed, the unit was able to relieve pressure as expected. The unit was returned to service.

Event description:
The hospital reported the unit would build high sustained pressure during pre-use checkout. There was no report of patient involvement.